Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01672.

Event description:
The patient was undergoing a coil embolization procedure in the profunda femoris artery using ruby coils and a lantern delivery microcatheter (lantern). It was reported that the patient¿s anatomy was tortuous. During the procedure, while attempting to advance a ruby coil through the lantern, the physician experienced resistance; subsequently, the ruby coil could not be advanced and unintentionally detached. It was reported that the distal tip of the lantern had kinked while being advanced through a tight vessel. Therefore, the lantern containing the detached ruby coil was removed. The procedure was completed using a new lantern and another ruby coil. There was no report of an adverse effect to the patient.